Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The unit had cracks on the reservoir tube lip, battery tube threads and case, near the display window corners. The device also had a scratched display window.